Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was clotting/microclots/fibrin clots in 10 tubes. The following information was provided by the initial reporter: customer is reporting issues with item 367960, lot# 3194799. The blood is clotting. They have had approximately 10 samples clotted this past weekend. Customer is inquiring if there has been any other reports of this issue.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples(1 shelf pack) for investigation. The customer samples and retention samples were visually inspected and no issues were identified. Additionally, customer return samples were further evaluated: 5 samples were functionally tested for heparin activity and all were within specification. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, additional testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, clotting, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was clotting/microclots/fibrin clots in 10 tubes. The following information was provided by the initial reporter: customer is reporting issues with item 367960, lot# 3194799. The blood is clotting. They have had approximately 10 samples clotted this past weekend. Customer is inquiring if there has been any other reports of this issue.